Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the device had failed to open the medication trail. A field service engineer replaced the broken u-link and verified the drawer recovered to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. This is one of two MDR reports associated with this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had failed to open for user to retrieve medication. Customer tried rebooting the device to resolve the issue without success. There were no adverse events or injuries reported based on this incident.